Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with left ventricular assist device (lvad), was having difficulty taking reading cardiomem device. The patient repositioned themself and the reading took immediately. The cause of the problem was determined to be electromagnetic interference (emi) and positioning.

Event description:
It was reported that patient with left ventricular assist device (lvad), was having difficulty while taking a reading from an implanted cardiomems device while the patient was on the couch. Readings on the bed were unsuccessful. Changing the patient¿s body position was unsuccessful. The outlet for the cardiomems patient electronic system (pes) was changed to a wall outlet. The patient reported placing the lvas components between his legs during all readings. There was a power cord running along the pes which was repositioned. An air conditioning (ac) unit was turned off then unplugged from the same outlet as the pes. Patient and pes were repositioned multiple times before reading was successful. The pes was also restarted which made the successful reading quicker. The cause of the difficulty with reading from the cardiomems device was determined to be electromagnetic interference (emi) and positioning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty taking readings due to electromagnetic interference (emi) could not be confirmed through this evaluation. A specific cause for the reported emi could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. The patient remains ongoing on (B)(6). Abbott continues to investigate the potential for interference between the heartmate 3 lvas and cardiomems devices. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.